Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u61. The ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle upon attempting to power the device on. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.